Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional tests were performed. Both front and rear housings were cracked, battery cover was chipped, and debris was rattling inside the pump. The reported problem of bad pump was duplicated. The error code 1870 was duplicated immediately when the pump was run. Pump error code 1870 error is motortimeout1. The pump was severely damaged and there was debris inside; the motor was locked. Root cause was deemed to be user related. Actions were taken to mitigate the reported issues: front and rear housings replaced, debris cleared from the gears, the downstream occlusion (dso) sensor replaced as a preventative maintenance measure.

Event description:
It was reported that the pump was bad. No patient injury was reported.